Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged a discrepant result for a single patient while using the cobas® sars-cov-2 qualitative assay for use on the cobas® 5800/6800/8800 systems. The alleged sample initially generated a negative result on an unknown system. The same sample was retested on the cobas 5800 system which yielded a positive result for sars-cov-2 and pan-sarbecovirus. The negative result was released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
An investigation was performed to evaluate the customer issue which did not identify any product problem. The overall result is correct. While the CT value of target 2 is late (34), target 1 is detected early (24), review of the pcr curve indicates major growth happened between cycles 33 and 35. Therefore, actual pcr reaction is occurring. As target 2 is also called positive (late) indicates that this is a lod sample. This would explain why retests with different assays show a negative result (lod samples waver in results, especially with assays of varying sensitivity levels). The customer issue has been alleged on the cobas sars-cov-2 qualitative test for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09446109190 and UDI (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 test for use on the cobas 6800-8800 system (eua(B)(4), product code: qjr). The product catalog number for the test (192t) is 09175431190 and the UDI is (B)(4). (B)(6). (B)(4).